Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified bactericidal drug (dose, route, frequency and duration were not reported) for the event. On an unreported date, pd therapy was withdrawn. At the time of this report, the patient was recovered from the event and pd therapy remained withdrawn. No additional information could be provided as the reporter declined follow-up.